Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). The lot number was unknown. Since the lot number was unknown, no batch review was performed. This complaint for a system error 2240 (air in set) was not confirmed. As per the complaint information the cause of the se 2240 is due to air being sucked into the disposable from hole in supply bag caused by the animal damage. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding an alarm that occurred on the home choice (hc) machine during fill. The technical service representative (tsr) assisted the hp to check the alarm log: the alarm log showed a se2367 and se2240. The hp stated he turned the hc off. The hp stated he did not disconnected at anytime during therapy. The tsr explained the se indicated air entered the set up. The hp stated there was a leak in one of the bags. The hp said he was on his last fill and will finish up with a manual exchange. There was patient involvement; there was no patient injury or medical intervention.